Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, which resulted in an inappropriate shock. Additionally the pace impedances were varying from 400 to about 1500 ohms. It was thought that this lead had broke. The lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.